Manufacturer narrative:
External insulation abrasion was found at 13.5 cm ¿ 14.2 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.